Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a leak in the delivery catheter handle. It was reported that during device preparation of the clip delivery system, a leak was observed at the handle. The device was not used. There was no patient involvement and a clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to abbott vascular for analysis and the reported leak in the dc handle was confirmed. Upon opening the dc handle to inspect the inner components, the dc shaft was identified to be ruptured at the y-junction area inside the dc handle. A review of the lot history record revealed no manufacturing nonconformities to this lot that would have contributed to this reported event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Av conducted root cause analysis and determined the issue may potentially be related to a manufacturing issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.